Manufacturer narrative:
Citation: ancona, marco, md. Et al. Impact of the ascending aorta dilation on mid-term outcome after transcatheter aortic valve implantation. Journal of invasive cardiology. 2019. 31(10):278-281. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Medtronic received information via literature regarding outcomes of patients with ascending aortic dilation after the implant of a transcatheter aortic valve (tav). All data were collected from a single center between january 2008 and january 2017. The study population included 680 patients (predominantly female, mean age 82 ± years). Patients were implanted with either a balloon expandable non-medtronic tav, a mechanical-expandable non-medtronic tav or a medtronic corevalve or evolutr self-expanding tav. No serial numbers were provided. Among all patients, adverse events included: vascular complications, permanent pacemaker implant, and paravalvular leak (pvl). Based on the available information, a medtronic product may have been associated with the adverse event(s). No additional adverse patient effects were reported.